Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument found the complaint unconfirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer states graters are cracked, pitted, and scratched beyond usable condition. Customer requesting review of acetabular graters by depuy engineers and a response letter indicating if depuy deems these products are still usable. No surgical delay.